Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the biometric scanner was flashing so fast that it wouldn't capture the fingerprint image. Customer tried to reboot and recover, but the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric scanner was flashing so fast that it wouldn't capture the fingerprint image. A field service engineer found that the biometric identifier was not reading intermittently, reseated both ends of the universal serial bus cable and inspected the station to resolve the issue. The customer tested the station in the application successfully. The system functioned as intended after the field service engineer repaired the device.